Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.3, h.6. Device evaluation: analysis of the returned device identified: the weight the device within specification, creases flat and deformation. Cloudy and bubbles in the gel observed after autoclave cycle.based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: unknown.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown. Device has been explanted.